Event description:
The customer obtained negatively biased quality control results using vitros phyt slides on a vitros 250 chemistry system on (B)(6) and (B)(6)2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not processed while quality control was unacceptable. There were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that vitros phyt or the vitros 250 did not operate as intended. The customer had multiple lots of immunowash fluid (iwf) on site and indicated that they follow the MFR's recommendation for calibration of each immunowash fluid (iwf) lot. Further investigation of the iwf lot in use at the time could not be performed due to inventory issues. The root cause of the negatively biased quality control fluid results could not be determined, however, the immunowash fluid (iwf) lot in use at the time could not be ruled out.